Manufacturer narrative:
D6b explant date updated. Correction: e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 60 year old male on a impella 5.5 for support during a high risk cardiac procedure. During support, a placement signal not reliable alarm occurred and could not be cleared.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: the cause of the placement signal issue was not determined due to no product and data logs being returned for the investigation.